Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient reported receiving multiple restart 38 alerts after a supply change. Troubleshooting revealed the patient reused an existing cartridge, which was identified as a potential cause. The patient was instructed to perform a dry run (successful) and then replace all supplies with a new cartridge. Insulin delivery was resumed. At the time of the initial call, bg was reading 500 mg/dl on fingerstick. Follow-up checks confirmed bg levels trending down (473 mg/dl to 105 mg/dl) following the supply change. No medical intervention or outside assistance was required.